Event description:
User reports fifty pt samples with discrepant results. Pt samples 1 through 49 gave discrepant calcium results. Pt 50 gave discrepant bun results. Same samples used for repeat testing on another analyzer - same methodology. Discrepant calcium results, units of measure mg/dl. Pt 1, initial 7.8/repeat 9.7. Pt 2, initial 7.2/repeat 8.9. Pt 3, initial 5.7/repeat 7.8. Pt 4, initial 7.0/repeat 9.1. Pt 5, initial 8.4/repeat 9.9. Pt 6, initial 7.3/repeat 9.4. Pt 7, initial 7.0/repeat 9.0. Pt 8, initial 7.1/repeat 9.1. Pt 9, initial 7.6/repeat 9.3. Pt 10, initial 7.7/repeat 9.6. Pt 11, initial 6.6/repeat 8.7. Pt 12, initial 7.2/repeat 8.9. Pt 13, initial 7.2/repeat 8.9. Pt 14, initial 7.7/repeat 9.6. Pt 15, initial 7.2/repeat 9.8. Pt 16, initial 7.0/repeat 8.6. Pt 17, initial 7.5/repeat 9.3. Pt 18, initial 7.2/repeat 9.2. Pt 19, initial 6.6/repeat 8.7. Pt 20, initial 9.9/repeat 11.7, pt 21, initial 7.7/repeat 9.5. Pt 22, initial 8.2/repeat 9.7. Pt 23, initial 8.2/repeat 9.4. Pt 24, initial 7.9/repeat 9.0. Pt 25, initial 7.7/repeat 8.8. Pt 26, initial 8.0/repeat 8.9. Pt 27, initial 6.8/repeat 8.9. Pt 28, initial 8.2/repeat 9.6. Pt 29, initial 7.5/repeat 8.6. Pt 30, initial 7.8/repeat 8.7. Pt 31, initial 8.1/repeat 9.3. Pt 32, initial 7.4/repeat 8.7. Pt 33, initial 7.2/repeat 8.5, pt 34, initial 7.8/repeat 8.8. Pt 35, initial 6.7/repeat 7.9. Pt 36, initial 7.1/repeat 8.6. Pt 37, initial 7.9/repeat 9.4. Pt 38, initial 7.7/repeat 8.9, pt 39, initial 6.9/repeat 8.5. Pt 40, initial 7.6/repeat 8.5. Pt 41, initial 7.4/repeat 8.7. Pt 42, initial 7.8/repeat 8.7. Pt 43, initial 7.9/repeat 8.9. Pt 44, initial 8.4/repeat 9.4. Pt 45, initial 7.7/repeat 8.9. Pt 46, initial 7.6/repeat 8.8. Pt 47, initial 8.0/repeat 9.2, pt 48, initial 9.8/repeat 9.0. Pt 49, initial 8.2/repeat 9.3. Discrepant bun result in mg/dl. Pt 50, initial 4/repeat 11.

Manufacturer narrative:
Erroneous results were reported. Pts not adversely affected. The field service rep found a small crack in the reagent syringe tubing and also a problem with the reagent probe adjustment. The field svc rep replaced the r2 sample mechanism and repaired the tubing. Performance tests were performed which were within specification.